Event description:
Customer reported readings of 145, 58, 105, 108, 94, and 122 mg/dl. Each reading was taken more than ten minutes apart. Customer experienced hypoglycemia and was unable to walk. Customer was taken by ambulance to the hospital where a reading of 43mg/dl was obtained. The time span between meter readings and trip to hospital is unknown. Customer was hospitalized for two days. During hospitalization, medication was reduced by half from previous dosing patterns. Testing was completed on the fingers.